Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility reported that the tablo was set up appropriately with help of the device representative. The "blood leak sensor" alarm triggered immediately after starting treatment, due to possible malfunction of the optiflux dialyzer. The representative was called and they walked them through how to end treatment and to note the lot number of the dialyzer. They state this is not an uncommon issue as of late. They were unable to return the blood to patient, so the medical doctor notified of this and the patient type and crossed for 2 units of prbcs (packed red blood cells). Will clean tablo device per protocol, obtain new cassette, new dialyzer and attempt to start ordered treatment again. Additional information was requested but was not received to date.

Event description:
A facility reported that the tablo was set up appropriately with help of the device representative. The "blood leak sensor" alarm triggered immediately after starting treatment, due to possible malfunction of the optiflux dialyzer. The representative was called and they walked them through how to end treatment and to note the lot number of the dialyzer. They state this is not an uncommon issue as of late. They were unable to return the blood to patient, so the medical doctor notified of this and the patient type and crossed for 2 units of prbcs (packed red blood cells). Will clean tablo device per protocol, obtain new cassette, new dialyzer and attempt to start ordered treatment again. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility reported that the tablo was set up appropriately with help of the device representative. The "blood leak sensor" alarm triggered immediately after starting treatment, due to possible malfunction of the optiflux dialyzer. The representative was called and they walked them through how to end treatment and to note the lot number of the dialyzer. They state this is not an uncommon issue as of late. They were unable to return the blood to patient, so the medical doctor notified of this and the patient type and crossed for 2 units of prbcs (packed red blood cells). Will clean tablo device per protocol, obtain new cassette, new dialyzer and attempt to start ordered treatment again. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: h6 health effect impact code.

Manufacturer narrative:
Correction: b5.

Event description:
A facility reported the following information under FDA report number 0100230000-2022-8002 that the tablo was set up appropriately with help of the device representative. The "blood leak sensor" alarm triggered immediately after starting treatment, due to possible malfunction of the optiflux dialyzer. The representative was called and they walked them through how to end treatment and to note the lot number of the dialyzer. They state this is not an uncommon issue as of late. They were unable to return the blood to patient, so the medical doctor notified of this and the patient type and crossed for 2 units of prbcs (packed red blood cells). Will clean tablo device per protocol, obtain new cassette, new dialyzer and attempt to start ordered treatment again. Additional information was requested but was not received to date.